Manufacturer narrative:
The information provided does not indicate whether the sample will be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report alleging that this unit gives low readings. The customer reported this unit was giving readings ranging between 60-92. The patient was reportedly transferred to the emergency room due to the readings being provided by this monitor. The monitor at the emergency room reportedly provided a reading of 95. There was no harm to the patient reported.